Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product has been requested to be returned for eval. It has not been received. A follow up will be submitted if further info is obtained.

Event description:
Customer reported leaking at the junction of the tubing and the connector. The incident occurred at the nicu. No pt harm reported. No further info was provided.